Manufacturer narrative:
Section d-4 (serial number) and section h4 (device mfg date) was updated based on the returned product. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. No malfunction or product deficiency has been identified. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10" message while wearing the freestyle libre 2 sensor and being unable to obtain readings. Customer had contact with an hcp for a general examination during which it was found the customer's blood sugar was "too high". Customer was treated with "emergency drops" and his blood glucose decreased. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported receiving a "scan again in 10" message while wearing the freestyle libre 2 sensor and being unable to obtain readings. Customer had contact with an hcp for a general examination during which it was found the customer's blood sugar was "too high." Customer was treated with "emergency drops" and his blood glucose decreased. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted. Additional information section h4 (device manufactured date) has been updated based on extended investigation.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10" message while wearing the freestyle libre 2 sensor and being unable to obtain readings. Customer had contact with an hcp for a general examination during which it was found the customer's blood sugar was "too high". Customer was treated with "emergency drops" and his blood glucose decreased. There was no report of death or permanent impairment associated with this event.